Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was inserted and positioned at the laa. During the procedure after recapturing of a watchman closure device and delivery system (wds), the was tip was visualized to be deformed on angiography imaging. The was was removed, and another was was used to complete the procedure. There were no patient complications. The procedure was concluded.

Manufacturer narrative:
Clarification received that the event is no longer reportable, as the device was damaged during procedure prior to the device being deployed in the patient. The device was replaced for another, and the procedure was completed.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman double curve access system (was) was inserted and positioned at the laa. During the procedure after recapturing of a watchman closure device and delivery system (wds), the (was) tip was visualized to be deformed on angiography imaging. The (was) was removed, and another (was) was used to complete the procedure. There were no patient complications. The procedure was concluded. It was further reported that the (was) was visualized to be kinked on imaging after the wds was inserted but prior to the closure device being deployed in the patient. The (was) was removed from the patient, and a new (was) was inserted in order to complete the procedure successfully.